Event description:
Hospital personnel were attending to a pt, condition unk. Allegedly when the countershock was delivered, the operator observed arcing from the lateral electrode. The electrodes were replaced and the pt was successfully countershocked. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the delivery of successful countershocks after electrode replacement.

Manufacturer narrative:
The electrodes were evaluated by the MFR of the electrode for physio-control. Visual and physical signs of electrical arcing was observed in the sternum electrode. The evaluation concluded the cause of the arcing was a mechanical failure of the tin, most likely a fatigue crack resulting from considerable flexing of the electrode during or prior to use.